Event description:
A nurse reported that a system message displayed during a vitreoretinal procedure indicating, "infusion flow data invalid: iop (intraocular pressure) compensation functions will be disabled. Check infusion tubing for air bubbles'. It was reported that no bubbles entered the pt's eye. The case was completed with the same equipment without pt harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The root cause of the customer's complaint for the cassette's system message is not known as no sample was received for analysis; however, the cause is most likely an incomplete weld between the cassette body and pinch plate. The cassette welding process was enhanced with temporary changes to the equipment which have been permanently modified and finalized in manufacturing. This enhancement has demonstrated positive impact in controlling the variability of the welding process. The defect rate is at or below the rate originally observed in process validation and at product launch. The investigation remains ongoing in order to determine and implement long term product and process improvements that will further reduce the rate of occurrence for cassette weld leakage. (B)(4).